Event description:
It was reported that balloon rupture occurred. The target lesion was located in a very calcified left anterior descending (lad) artery. A 12mmx2.50mm nc quantum apex¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation, the balloon ruptured at 14 atmospheres for a duration of 6 seconds. The device was removed completely from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).